Event description:
Customer stated that the paramedics were called to the home due to low blood glucose. The blood glucose reading at the time of the event was 23 mg/dl. Family was unable to wake the customer and she was given a glucagon shot. Customer stated that she had lost weight and the programmed setting delivered too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.